Event description:
It was reported that the patient line of a homechoice automated pd set with cassette leaked. The home patient (hp) stated that during fill 1, they noticed wetness and discovered a pinhole leak in the patient line. The hp stated the leak was ¿in the tubing near where the white connector goes to the transfer set.¿ there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the home patient (hp) reported a pinhole in the tubing of the cassette which is a known cause of a leak. A batch review of the associated lot number was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.